Event description:
Literature reference: van der voort ir, et al. Gastric electrical stimulation results in improved metabolic control in diabetic patients suffering from gastroparesis. Exp clin endocrinol diabetes 2005; 113:38-42. The article references literature article abell, et al. (2003a), which reported three patients experienced infection during the trial.

Manufacturer narrative:
This report is being submitted following an internal audit.